Event description:
(B)(4). I believe this is the second time I have filled this form out. I received the essure device in (B)(6) 2006. I did have pain and bloating after. No other issues at that time. Years after, I did start having some pains lower back. I just felt I was getting older. In (B)(6) 2013, I felt very sick. I visit my doctor and she ordered an ultrasound. But, before the ultrasound just to cover everything, we did the pregnancy test. To my surprise and my doctors surprise, the test turned out positive. I called bayer that next day and they told me not to report it. I did report it to the FDA before the rep even called me back. I end up having the baby and reported everything as advised. I had a very hard labor and myself and my newborn baby had to have surgery. My newborn had "hyperspadus" and I had the essure coils removed. The surgery I had, the surgeon found one of the coil embedded in my stomach , he was able to remove both. I'm a nurse and before all of this, I believed in the device. Now I feel this is the worst device ever put on the market. Bayer did not listen. But they did update their web site about essure after all the faxes I sent to the company.....